Event description:
A journal article was reviewed that contained information regarding active fixation quadripolar left ventricular leads. The article reports a patient whose left ventricular (lv) lead dislodged. The lead was revised and appears to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: an active fixation quadripolar left ventricular lead for cardiac resynchronization therapy with reduced postoperative complication rates. Journal of cardiovascular electrophysiology. 2022; 33:458¿463. Doi: 10.1111/jce.15346. If information is provided in the future, a supplemental report will be issued.